Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the power tray assembly core. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the system produced non-recoverable fault 86. The system was restarted but the error persisted. The intuitive tech support engineer (tse) advised to perform another system restart using the circuit breaker on the vision side cart (vsc), but the issue persisted. The tse found related errors in the system logs. The procedure was completed using a different system. There were no reports of patient injury.